Manufacturer narrative:
(B)(4). Evaluation summary: the device returned for analysis. The complaint investigation determined the reported difficulty was related to manufacturing issues associated with the protective sheath. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 3.75x15mm nc trek dilatation catheter advanced to the mid left anterior descending (lad) coronary artery, 95% stenosed lesion, without reported issue. Balloon inflation was attempted; however, the balloon failed to inflate. The device was removed from the patient's anatomy and balloon inflation was attempted up to 30 atmospheres (atm). The balloon still failed to inflate. A non-abbott device was used in replacement. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.